Manufacturer narrative:
Approximate age of device ¿ 3 years and 1 month. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that during a clinic follow-up visit, it was noticed that the silicone sleeve was loosened from the titanium part of the driveline connection. The patient did not drop the system controller or pull the driveline. Rescue tape was applied. No alarms and no adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
Manufacturer investigation conclusion: the report of a separation of the driveline bend relief from the metal connector was confirmed through the attached images. The hm ii lvas IFU contains information on caring for the driveline and addresses damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.